Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2017 with the following findings: review of the black box data revealed the records from the date of the event had been overwritten due to continued use of the pump after the alleged event. The available black box data revealed low battery warnings and alerts due to normal battery wear. The returned battery cap was intact and without damage and was able to secure properly to the pump for investigation. There was no evidence of moisture in the pump. Electrical current draws were evaluated and measured within required specifications. The pump powered on normally for investigation and was exercised for 24 hours without duplication of a battery life issue. There was no evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not confirm nor duplicate the complaint. Unrelated to the complaint, the battery compartment was noted to be cracked.